Manufacturer narrative:
Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 8000 e 801 module and a second e 801 module used for investigation. Incorrect values were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was initially measured on the customer's e 801 analyzer on (B)(6) 2019. The sample was repeated on an architect analyzer and a centaur analyzer. The sample was also provided for investigation where it was tested on a second e 801 analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 386646, with an expiration date of may 2020 was used on this analyzer.